Manufacturer narrative:
(B)(4). The complaint reported that the filter is connected to the ventilator, it does not pass the functional test. It indicates that the resistance is too high. Based on the investigation conducted on the returned sample, it does not match the reported complaint for product has high resistance. The sample has passed functional test as per drop test ptm-p011. In current manufacturing procedure, sampling drop test after assembly process is conducted to check product resistance. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely that at the manufacturing area that a product with a defect would be released for shipment. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Customer complaint cannot be confirmed as the returned device is meeting manufacturing released criteria and no defect was found on sample.

Event description:
It was reported that: "when the filter is connected to the ventilator, it does not pass the functional test. It indicates that the resistance is too high." Associated complaints: 8040412-2025-00124.